Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the dental implant located in position number # 19 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimvie received one (1) bnss411, (3i t3® with dcd® non-platform switched parallel walled implant 4 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant severely damaged likely due to the removal process. The implant has signs of use, apparent bone / tissue attached to external threads, and was fractured at the collar region. Also, a fractured screw fragment was observed stuck inside the implant. (Additional failure). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2019061465. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019061465 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant.¿ the customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi), rev j - 8/1/2022. Information identified: "warnings." Per the applicable IFU, ¿excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability¿. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root cause determined from the investigation is patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.